Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. A visual examination of the valve revealed that the stator was dislodged and therefore the cam position/pressure could not be determined. Upon further investigation, it was noticed that the valve casing was cracked, which could have been caused by some form of impact causing the cracked condition of the device. This, however, could not be confirmed. The lot history records were reviewed and they confirmed that this device conformed to the required specifications prior to distribution. Enhancements were introduced to the stator stamping tool during the 2004/2005 timeframe that was designed to minimized this type of damage. It appears this device was manufactured prior to the enhancements. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that a routine surgery was performed to extend the distal catheter as a result of the growing pt. However, it was found that the stepping motor detached from the base plate. As a result the device was revised.